Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had issue with insulin pump. The customer's blood glucose level was 115 mg/dl to 130 mg/dl, 297 mg/dl and 160 mg/dl at the time of incident and the current blood glucose level was 282 mg/dl. Customer treated high blood glucose with bolus. They did not mention any symptoms related to the high blood glucose level. The customer was using the auto mode feature on the insulin pump but mentioned that the readings were not on target. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.